Event description:
It was reported that the customer was hospitalized with high blood glucose of 20.4mmol/l, and the insulin pump alarmed no delivery multiple times. The customer was unable to get the battery removed. The caller mentioned that the insulin pump is worn out and has cracks around the battery cap. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.